Event description:
New information received notes that the right ventricular lead impedance had been increasing and the capture threshold also had been increasing. Lead revision was planned. Additional information was not reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. The lead impedance had been rising since november 2017, and measures 1675 ohms today. The capture threshold has also risen during the same time period to 3.75v@1.0ms. The patient presented in the physician office on 4/16/2018 the impedance had dropped to 1525 ohms and the capture threshold dropped to 2.5 volts at 1ms. The physician has decided to monitor the patient, there have been no complaints and condition has remained stable.

Event description:
New information revealed that the lead was capped and replaced on (B)(4), 2018. The patient was stable.

Event description:
New information revealed that loss of capture was observed on the lead prior to the revision.